Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplemental report.

Event description:
The nurse reported to sales rep, that "the nail was implanted in 2009 and the pt underwent a revision surgery because the nail broke at the level of the lag screw. The pt was implanted with another device. There were no adverse consequences and no delay."